Manufacturer narrative:
Evaluation summary: there were numerous kinks along the hypotube. There was deformation to the 1st, 2nd, 3rd and 4th distal stent wraps with struts bunched and overlapping. Crimp impressions were visible on the exposed balloon surface .there was slight deformation to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a very tortuous lesion in the circumflex using a resolute integrity rx drug eluting. The device was inspected before use with no issues noted. The lesion was pre-dilated. No resistance or excessive force used during device advancement. A guide liner was used to aid delivery. It was reported that the device failed to cross the target lesion and the stent became damaged. The physician used another resolute integrity stent to complete the procedure. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.